Manufacturer narrative:
Review of complaint activity determined that there was normal complaint activity for the likely cause lot 53990uq10. Tracking and trending review for the total bilirubin reagent determined there were no related adverse or non-statistical trends. Using worldwide field data the performance of reagent lot 53990uq10 was evaluated. The patient median result is within the established control limits and no unusual reagent lot performance was identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the total bilirubin reagent was identified.

Manufacturer narrative:
This MDR was previously submitted under the incorrect manufacturing site in MFR 1415939-2019-00027. This MDR is being submitted to correct the manufacturing site to abbott manufacturing, (B)(4). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated total bilirubin results were generated for a patient on the architect analyzer. The customer reported sid (B)(6) generated an initial result of 17 mg/dl, with a retest result of 5.06 mg/dl (in house range 0.10 - 1.20 mg/dl). The customer further stated that the sample generated a result of 5.1 mg/dl on a second analyzer. No impact to patient management was reported.